Event description:
The health care provider (hcp) reported that their previous response had been regarding the patient's trial, and not the permanent implanted system. Therefore, the information regarding norco for post procedure discomfort is no longer related to this event. Additional follow up has been requested for the patient's outcome and any mitigation effort details. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that she has not been feeling good for four years. The implant leads were wired to the patient's thoracic spine it hurts and she was having pain. The implantable neurostimulator (ins) goes up the patient's side and hits an area, which hurts. The patient reported issues with her back discs, disc disintegration/disappeared out of back. The patient had an x-ray one year ago. Subsequently, the patient had trigger point injections into spine, speed gel, and has a hole in her spine. The patient was still having pain. The patient also wondered if her implant was recalled for battery leakage. The patient has had difficulty seeing a doctor because she is a workman's comp case. It was noted the patient has heart issues and needs a medical alert bracelet. The patient's health care provider (hcp) reported a couple weeks later that the patient was given norco for post procedure discomfort. The indication for use included spinal pain. If additional information is received, a follow up report will be sent.